Event description:
The olympus cysto-nephro videoscope was returned to the service center for a separate issue. During the device analysis, the forceps channel port was not secure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes due to stress. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.